Manufacturer narrative:
Weight: unknown, ethinicity:unknown, race: unknown. This lens model is contraindicated for patients with age more than that of 45 years. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -06.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient complained of glare/haloes and the problem was resolved. The patient did not want the lens replaced. The cause of the event was unknown.